Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted sigmoid colectomy with low colorectal anastomosis, the stapler malfunctioned while completing the anastomosis. A circular metal piece from the anvil broke off from the post where it connects the two pieces together when it was fired inside of patient. The surgeon heard an unusual sound and when the stapler was removed from the rectum and it was noted that the anvil was not attached to the stapler shaft. The rings of tissue formed when the stapler fired were intact - staples formed correctly at the anastomosis. A rigid sigmoidoscopy was performed to retrieve the broken portion of the anvil and also tested the anastomosis with air for leaks - there were none. Re-stapling was not required. There was no patient injury.